Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (leaflet grasping, leaflet capture) or entrapment of device. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (entangled in anterior leaflet during grasping attempts). The reported difficult or delayed positioning appears to be related to a combination of challenging patient anatomy (leaflet calcification) and procedural conditions (grasps without mitral regurgitation reduction). The reported mitral regurgitation and tissue injury are cascading events of the entrapment of device and difficult or delayed positioning. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 3 functional mitral regurgitation (mr), enlarged atrium and calcified posterior leaflet, mitral pressure gradient of 1 mmhg for a mitraclip procedure. During the procedure, the mitraclip (cds0707-xtw; 50307a3004) was placed medially from the calcification to decrease mr, but after deployment, an increased jet was observed, with no signs of leaflet damage. An attempt was made to deploy second mitraclip (cds0707-ntw; 41030a3035) lateral to the first clip within the calcification. After several unsuccessful grasp attempts and no mr reduction, it was realized that the posterior mitral leaflet(pml) was damaged and had become entangled in the anterior mitral leaflet (aml). The clip remained stuck. The clip was deployed and was stable on both leaflets. The procedure was terminated due to the pressure gradient of 4mmhg. The mr was increased to grade 4 post procedure. There was no clinically significant delay. No additional information was provided.